Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection of the provided picture sample found a piece of the jaw overmold was disengaged. The reported condition was confirmed. Without the device, post market vigilance (pmv) could not determine what caused the reported issues of the complaint on the picture samples sent. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, covering of the jaw was split and the piece detached from the mandible of the device.